Event description:
A customer contacted beckman coulter inc. (Bci) stating that after performing twice weekly maintenance, low sodium (na) and chloride (cl) results were observed, generated by the unicel dxc 800 pro synchron chemistry analyzer. Erroneous results were reported out of the laboratory; results were repeated and amended reports were issued. The customer did not supply any actual results, but stated that na recovered approximately 124 mmol/l. Upon repeat, the na was approximately 141 mmol/l. It is unknown if patient treatment was initiated or withheld.

Manufacturer narrative:
Qc has been within lab-established ranges. A field service engineer was dispatched on (B)(4) 2010 and (B)(4) 2010 for this event. The fse evaluated the ise system. Per the fse, calibration verification, qc, and precision all met specifications ((B)(4) 2010). The fse performed ise modification (mod) on the instrument ((B)(4) 2010).